Event description:
A report was received that the patient underwent an ipg replacement procedure wherein the physician could not connect the battery and was unsure if it was placed too deep or if there was malfunction with the ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure wherein the physician could not connect the battery and was unsure if it was placed too deep or if there was malfunction with the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint was not verified. The device was linked to a test remote control without any issues, and the battery measured 3.62 volts. The device passed all required tests and exhibited normal device characteristics.